Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that post an indwell procedure, a stent migration occurred. The 10x60 permalume biliary wallstent was implanted in the proximal common bile duct. Three months later, the patient presented for a planned stent removal for stricture revision and the stent was found to have migrated. The migrated stent was removed with a rat tooth forceps and balloon dilation. There were no clinical complications. No further patient complications were reported. The event was resolved with removal of stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.